Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be determined. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that upon successful retrieval of an ivc filter, it was observed that one of the filter limbs was detached. The location of the limb could not be determined by imaging. The pt is reported to be asymptomatic.